Event description:
A nurse completed a capillary blood sampling on a patient and then placed the device onto a table (not disposing of it immediately). The nurse picked up the device to put it into a container and at this point received a needle stick injury due to the device not retracting into the device body. This incident was reported to us from our counterpart in (B)(6) as this device platform is available in the united states. The lot number reported in this event has not been received in the united states.